Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that she received an error alarm. She indicated that when she installed a new battery all of her settings were erased. She reprogrammed her settings however, the pump alarmed again. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to continue wearing the pump and that a new pump will be provided to her. .